Event description:
A nurse operating the device attempted to empty the waste bag during a cycle (while the bowl was spinning). The bowl line became disconnected from the waste bag and they attempted to re-attach the line. At that point blood began to spray from around the rotating seal of the centrifuge bowl and apparently a small amount of the blood sprayed out of the centrifuge well and onto the nurse. The ats coordinator feels that the nurse somehow occluded the line while attempting to re-attach it and the back pressure from the occluded line caused the rotating seal to open. There was no pt involvement and minimum blood loss in the centrifuge well at the end of the procedure. No intervention was required. The ats coordinator indicates that this was operator error and there is no device malfunction.